Event description:
No additional information received

Manufacturer narrative:
Pr 11343456 follow up. It was reported the needle is causing the rubber stopper on medication vials to core. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with approximately 40ml of a white solution and a dark colored speck. No other information could be obtained from the photo. A device history record review was completed for provided material number 305180, lot 4178014. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without actual physical sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # 305180. Batch # 4178014. Verbatim: rcc received a complaint via email. Details of complaint (reported issue): "hospital sites have raised a concern regarding the bd blunt fill needles (ref: (B)(4)). The clinical team observed that the needle is causing the rubber stopper on medication vials to core, resulting in pieces of rubber being transferred into the syringe. This poses a potential patient safety risk. The issue was noted with a specific lot no. 4178014." "(B)(6) ¿ has place lot on quality hold to be exchange for a different lot currently ¿ 327 400 ea to be returned asap." (B)(6) has received the complaint for 3 different hospital sites ((B)(6)). They have also reported their complaints directly to the manufacturer (bd) as well (bd complaint number: (B)(4) and bd investigation number (B)(4)). Please note: *incident date unknown. Additional information and photo will be sent via separate email. Complaint noticed: prior to use.